Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level read "high", specific value was not provided. Customer administered a manual injection to address the issue, cleared the alarm, and continued to use the pump for insulin therapy.